Event description:
It was reported that a pt underwent an x-stop procedure at level l4/5. The implant was successful and the pt had an infection. The pt had an incision and drainage on (B)(6) 2009 and another incision and drainage on (B)(6) 2009. Cultures were obtained. The x-stop implant remains in the pt. No additional info was reported.

Manufacturer narrative:
Method - device not returned, follow up with company representative.